Event description:
It was reported that noise resulting in oversensing was detected on the right ventricular (rv) lead. The lead was capped and replaced to resolve the patient. The patient was stable with no consequences.